Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire noted blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. The tip coils were stretched distal from the center solder for a length of 4 mm, causing the tip coils to be slightly wavy. The intermediate coils were stretched distal from the non-marker solder for a length of 2 mm. These noted damages were not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis as no damage was reported during inspection prior to use. A non-abbott balloon catheter was returned without blood and contrast visible. The proximal end of the balloon and inner member were both wrinkled proximal to the marker for a length of 4 mm. Factors that may contribute to the inability to advance/retract the balloon catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. In this case, the lesion was described as occluded which could have contributed to the reported difficulties. Additionally, the returned guide wire was backloaded through the returned non-abbott balloon catheter without resistance noted. Therefore, a conclusive cause could not be determined for the reported difficulty. To ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The outer diameter of the solder joints were measured with a hole gauge and this met manufacturing criteria. The outer diameter of the guide wire proximal of the hypotube was measured with a laser micrometer and this met manufacturing criteria. The tip was tugged on to confirm that the core was intact. A conclusive cause could not be determined for the reported difficulties. The analysis of the returned device did not indicate any evidence of a product quality deficiency. A review of the lot history record for the reported lot revealed no associated nonconforming material records. In summary, based on this evaluation, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat an occlusion in the left anterior descending artery. After placing a non-abbott balloon catheter, the balance middleweight (bmw) elite guide was inserted, but became stuck in the balloon catheter. Both devices had to be removed together from the patient. Once outside the patient, the guide wire was removed from the balloon catheter from the distal end. A new same size non-abbott balloon catheter was then used with a bmw universal ii guide wire with good results. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.